Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had intermittent button response due to flattened esc keypad dome. The device had minor scratches on the lcd window, cracked case near display window corners, and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump stopped working so she took it off and has been treating with manual injections. She reconnected to it and now the device is working, however tonight it started alarming button error. Customer's blood glucose was 93 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm, she was asleep. She also stated the device starts to do different things when she attempts to program it. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.